Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 486 mg/dl. Customer was requesting for assistance about reservoir as they did not have any reservoir with them. Customer was offered with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.